Event description:
It is reported that the device was implanted in 2005, for a subtrochanteric fracture on the right femur. The pt's lower extremity was shortened about 10mm and malunion.

Manufacturer narrative:
Evaluation summary: there is not enough info as to when and under what conditions this malunion and bone shortening occurred although the patient confined to a wheelchair. Based on available information, the probable cause for this condition cannot be determined. Evaluation: no product or x-rays were returned for review. Device history records indicate manufacture to specification.